Manufacturer narrative:
This report is based solely on the return and analysis of the device. Previous follow-up indicated this event did not meet the user facility reporting criteria. Evaluation summary: several conductors fractured, distal portion returned.

Event description:
Fractured electrode.